Event description:
Tigh hi ted stockings to left leg and knee hi to right leg were applied preoperative on 1/24/92. On 1/26/92, patient voiced complaints of pain to left foot. Both feet slightly edematous and tender to touch. Linear blister area noted on both feet, dorsal side mid arch up toward ankle approximately 10cms. Ted's were discontinued at this point. Initially felt as if patient may have some type of vascular problem. After diagnostic sufficient to explain the apparent symptoms in feet. Patient was treated with a foot cradle and started on antibiotics due to possible cermal gangrene. Shortly after incident on 2/1/92, a similar incident occurred with a 73 year old male patient with thigh hi ted's. At this point suspicion was directed to ted's. Patient was also measured a second time to assure correct ted's were used.further evaluation involved surveying nurse managers if any problems had been detected with use of ted. On a couple occasions reports indicated that patients' dorsal area of foot were noted to be slightly redden at times and required ongoing inspection of feet and stimulation of circulation. Finally, two employees wore one thigh hi hose from medline and another thigh hi hose from another manufacturer to note for comparisions. The medline was a tighter fit especially behind knee and across foot. One employee experienced some redness above the knee area.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, performance tests performed. Results of evaluation: design. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.